Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a sterilcontainer s bottom 3/4 90mm. According to the complaint description there occured a cycle failure with the complained container. There was no patient involvement in this case another container was used. It had to be taken out repacked, checked and then put back in again. There was no patient harm. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00622 ((B)(4) + jm340).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
Associated medwatch-reports: 9610612-2020-00622 (B)(4), 9610612-2020-00621 (B)(4).